Event description:
New information noted that only the left ventricular lead was repositiioned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient presented for lead revision on (B)(6) 2021. The leads were successfully repositioned. The patient was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15345. It was reported that patient presented for post-implant follow up in clinic. Upon interrogation, it was noted that both right ventricular and left ventricular leads were not pacing and the patient experienced phrenic nerve stimulation. The left ventricular lead exhibited high capture threshold. An x-ray was performed and it revealed that both leads have dislodged. Programming changes were made and repositioning was discussed. The patient was stable.